Manufacturer narrative:
Device evaluation: philips is not authorized to evaluate the device at this time. No repairs has been made. A follow up report will be submitted if new information becomes available.

Event description:
Customer reported the ventilator display was unresponsive. Unable to enter the normal use of the machine interface.the ventilator was not in use on a patient at the time of the event occurred.